Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while using a 5f exoseal vascular closure device (vcd), during withdrawal the indicator window could not change from black/white to black/black, resulting in closure failure. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis near the puncture site. A 5f non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and no difficulty was encountered when connecting the sheath introducer to the device. The sheath introducer engaged and locked with the indicator wire cowling with an audible click, and pulsatile blood flow was observed. However, the indicator window did not turn solid black during retraction. The device will be returned for evaluation.